Event description:
It was reported by our (B)(6) affiliate that during a transfemoral tavr procedure, a left coronary occlusion occurred. In the preoperative screening, the height of the left main trunk (lmt) was confirmed to be 13.4 mm. When balloon aortic valvuloplasty was performed prior to valve deployment, it was found that the left coronary ostium was narrowed by the calcification on the native leaflet. A guide wire was placed in the lmt as protection prior to valve deployment. A 29mm sapien xt valve was implanted in a 65:35 aortic/ventricular position. Immediately after valve implantation, ventricular fibrillation (vf) occurred. Chest compressions and direct current defibrillation (dc) were performed for vf. Although pacing was introduced after onset of cardiac arrest and pacing capture was confirmed, vf reoccurred and dc was performed. As the vf persisted, dc was continued and ancaron (amiodarone hydrochloride) was administered. Coronary angioplasty was performed with a 3mm balloon for occlusion of lmt. After continual dc, pacing capture was confirmed and the vf subsided. The patient was stable and no effusion was observed. Although echocardiography showed a narrowed lmt, blood flow in the lmt was confirmed. Since the narrowed lmt was also confirmed by coronary angiography (cag), a stent was placed in the lmt following another coronary angioplasty. Improvement of narrowing lmt was confirmed by cag. Left ventricular function improved and hemodynamics became stable. At that time, paravalvular leak (pvl) was trivial. The patient was extubated and left the operating room; without neurological deficit. On pod1, the patient started ambulation and oral intake. At the time of the report, the patient was in the general ward and ¿showed no problem¿. However, on pod 6, a permanent pacemaker was implanted in the patient. The reporting physician commented the occlusion of lmt was predictable due to severe calcification on the left coronary cusp (lcc). Attempts to obtain the indication for pacer implantation were unsuccessful. The annular diameter was 25.9mm; the sinus of valsalva measured 34mm in diameter and the sinotubular junction diameter measured 30mm

Manufacturer narrative:
Per the instructions for use (IFU), coronary flow obstruction is a potential adverse event associated with the tavr procedure. The IFU cautions that the safety and effectiveness have not been established for patients with bulky calcified aortic valve leaflets in close proximity to coronary ostia. Coronary obstruction can result in myocardial ischemia or infarction due to obstruction of the coronary blood flow and may require intervention (e.g. Pci). There are multiple patient factors that could contribute to coronary obstruction by the prosthetic valve or native valve leaflets, including a minimal distance between the native annulus and the coronary ostia, bulky calcification, long native leaflets, and obliterated coronary sinuses. Procedural factors such as deployment of the bioprosthetic heart valve too aortic and significant valve over sizing could also contribute to this complication. The edwards thv training manuals advise the operator on pre-procedure assessment of the aortic valve, root, and coronary anatomy. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. Evaluation of the distance of the right and left coronary ostia from the aortic annulus in relation to the thv frame height is emphasized. The manuals advise that a shorter distance between the annulus and the coronary ostia increases the risk of occlusion. Increased risk of coronary occlusion can occur with distance less than 10mm for a 23mm valve and less than 11mm for a 26mm valve. Operators are instructed to use caution with: bulky calcification (> 4 mm thickness), severely obliterated sinuses of valsalva (sov <5 mm larger than stj), significant valve oversizing (= 4 mm). The training advises that patients that meet all three of these conditions should not be treated: bulky leaflet calcification; severely obliterated sov; and, significant valve oversizing. The training manuals also provide the following tips for detecting risk for left main occlusion: aortogram or tee prior to thv implantation to reveal bulky calcified leaflets; during pre-dilatation, note bulky calcification on valve moving towards ostium on left main; and consider aortogram during valvuloplasty. In this case, as reported, the physician stated the occlusion of lmt was predictable due to severe calcification on the left coronary cusp (lcc). In addition the patient had obliterated sinuses of valsalva. It remains unknown if the pacemaker was implanted for conduction disturbance or arrhythmia control. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.